Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is rec'd, a supplemental MDR will be sent. (B)(4).

Event description:
Report rec'd from the u.s.a. Stating that it was difficult to get the burr to engage and lock into the motor. The device was being used during surgery. There were no patient or user injuries reported. It is unknown if medical intervention occurred. There was no add'l info provided.